Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding. Outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - lot number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombus could not be confirmed through this evaluation as the pump was not returned for evaluation. A direct correlation between the suspected thrombus and the reported events could not be conclusively established. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on (B)(6) before ultimately expiring on (B)(6) 2023 (refer to MFR # 2916596-2023-07750). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1, ¿introduction,¿ lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump developed hemolysis / thrombosis which required hospitalization for elevated lactate dehydrogenase (ldh).

Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.